Manufacturer narrative:
Final product manufacture and qc record for cov1120194 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with dmr. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with dmr.

Event description:
False negative result(s). The customer stated, "I took my first acon test on (B)(6) at about 6pm. It showed a negative result. My daughter took her first acon test on (B)(6) at 8am. It showed a negative result so she went to camp - yes she went to camp with covid because your test told us she didn't have it. All day (B)(6) I still felt ill so I made an appointment for both of us to get a real test at aspen community health. We performed that test on (B)(6) at 11:30am. My daughter and I received positive test results the same day on (B)(6) at 5:38pm via e-mail. We both took the remaining 2 acon tests at about 6pm on (B)(6) after receiving the positive results - just to see if your test would show a positive result. They still showed negative results for both of us."